Manufacturer narrative:
It has been concluded that, although the problability of occurrence is unlikely, a field action will be implemented to replace diodes cr4 and cr6 as well as installing newer software which incorporates a 3 second delay and revised voice prompts for the start of the ECG analysis. This recall affects approximately 11,313 devices worldwide. Physio-control has notified the local FDA office of this action.

Event description:
An engineering investigation was initiated on reports of spurious electrocardiograph artifact, which may adversely affect automated electrocardiograph analysis results or result in delay of therapy.